Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment medwatch report #medwatch mw5119821.

Event description:
User facility medwatch report received that states, "perclose proglide closure system failure. 1 hour later puncture site started bleeding." No additional information was provided.